Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited some undersensing and had pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) discussed that in atr episodes, there was a bit of undersensing and in pmt episodes, this was device-caused pmt, so did not extend pvarp. Thsi device remains in service. No adverse patient effects were reported.